Manufacturer narrative:
Follow-up received on 09-may-2016: quality-safety evaluation of ptc was updated with no major changes. Correction on 09-may-2016: the similar case listing was updated. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 1-month control ultrasound the device was not visible on left side. She had a unilateral left complete perforation and essure was in parieto-colic gutter. Essure was removed by laparoscopy and patient recovered from the event. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation has occurred, essure can be found in the abdominal cavity as it perforates the whole uterine wall (myometrium)/fallopian tube. In this case, physician stated there were no difficulties during essure procedure. Although the exact mechanism of the reported perforation is not known; considering the close temporal relationship with essure procedure and given its nature; a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required (laparoscopy reported upon follow-up). Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 10-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician reported that there was no difficulty during insertion surgery and also reported that the device was not visible on left side at 1 month ultrasound control (migration, perforation). Perforation questionnaire received from gynecologist on 27-jan-2016 and case was upgraded to incident. The patient's weight was (B)(6) and height was (B)(6). Her medical history included 2 pregnancies and 2 parities. Ectopic pregnancy, elective abortion, c-section, spontaneous abortion and gynecologic surgery were denied. Uterine findings prior to insertion were normal. Vaginoscopy was done. The insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. There were no complaints immediately after insertion. Essure confirmation test was done by hysterosalpingogram (hsg), x-ray, ultrasound and transvaginal ultrasound. The first confirmation test did not confirm tubal occlusion. A second confirmation test was performed (result not provided). The patient received information about efficacy of essure based on the result of confirmation test. On (B)(6) 2015, ultrasound and x-ray were done and showed complete left perforation; essure was in parieto-colic gutter. No organ or intra-abdominal structure was perforated. On right side, essure was in correct position. She had no symptoms. On (B)(6) 2015, essure was removed by laparoscopy because of patient request (it was not medically necessary to remove essure). Inflammation, signs of infection and pathology results were denied. The outcome of the event was recovered/resolved. No other new medical information was provided. Follow-up received on 05-feb-2016. Nca number was provided as (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 1-month control ultrasound the device was not visible on left side. She had a unilateral left complete perforation and essure was in parieto-colic gutter. Essure was removed by laparoscopy and patient recovered from the event. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation has occurred, essure can be found in the abdominal cavity as it perforates the whole uterine wall (myometrium)/fallopian tube. In this case, physician stated there were no difficulties during essure procedure. Although the exact mechanism of the reported perforation is not known; considering the close temporal relationship with essure procedure and given its nature; a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required (laparoscopy reported upon follow-up). A technical analysis is being sought.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 29-feb-2016: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-mar-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 1-month control ultrasound the device was not visible on left side. She had a unilateral left complete perforation and essure was in parieto-colic gutter. Essure was removed by laparoscopy and patient recovered from the event. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation has occurred, essure can be found in the abdominal cavity as it perforates the whole uterine wall (myometrium)/fallopian tube. In this case, physician stated there were no difficulties during essure procedure. Although the exact mechanism of the reported perforation is not known; considering the close temporal relationship with essure procedure and given its nature; a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required (laparoscopy reported upon follow-up). Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.